Manufacturer narrative:
Out of warranty; advised customer on service part. Device evaluated by MFR: out of warranty; advised service part.

Event description:
The customer reported the ventilator displayed a 35volt supply failure. A 35volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the power management pcb board to address the reported problem.